Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. During interrogation of the implantable cardioverter defibrillator, a vibratory alert test was performed in-clinic; the patient did not feel the vibratory alert. No intervention was reported and patient will continue to be monitored remotely.